Manufacturer narrative:
(B)(4). Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The events of "occlusion", "pain, swelling, warmness, and redness" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported injecting a patient in the upper lips and nasolabial folds with one syringe of an unspecified juvéderm®. Three days later, the patient presented with pain, swelling, a "sizable occlusion," warmness, and redness in the left side upper lip and left side nasolabial fold. Hcp confirmed patient had no symptoms on right side upper lip and nasolabial folds. That same day, the patient was treated with hylenex. Symptoms are improving, but still ongoing.